Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Reportedly, customer attempted to reload the cartridge and received a minimum fill message. Customer stated they received 10 units of insulin due to being connected to the pump while attempting to reload the cartridge. Customer's blood glucose level was 220 mg/dl. No additional information was able to be obtained by tandem technical support due to the customer ending the call.